Manufacturer narrative:
B5: the lens was explanted on (B)(6) 2024. The lens was replaced with a shorter length lens. Claim # (B)(4).

Manufacturer narrative:
B5: the patient was experiencing halos. Claim # (B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. (B)(4)

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -15.00/+1.0/074 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2023. The lens was reported as excessive vaulting and remained implanted. Additional information has been requested but none has been forthcoming.